Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review adding two additional codes, sections g6, h2, h6: device codes added to previous codes.

Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for balloon burst, difficulty or inability to withdraw system through sheath, system components separate during use - distal tip, and system components separate during use - balloon' are confirmed based on evaluation of the returned device. As no work order was provided, a review of the DHR and lot history was not able to be performed to determine if a manufacturing non-conformance would have contributed to the complaint event. However, evaluation of the returned product showed that the device conforms to specifications. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'during deployment, at approximately 95% balloon inflation, the inflation balloon ruptured. The rupture was likely caused by interaction with an existing right coronary artery (rca) stent located in the sinus of valsalva (sov). ['] following the rupture, withdrawal of the delivery system was difficult at the sheath level. The balloon tip and nosecone became lodged in the femoral artery after exiting the expandable portion of the sheath. ['] device inspection revealed that the esheath was split in two separate spots, with holes noted in the distal and proximal expandable portions. Liner delamination was observed in the partially expandable (white) portion of the sheath. ['] the perceived root cause of the event was the balloon rupture due to contact with the rca stent in the sinus of valsalva, which subsequently led to withdrawal difficulties and sheath damage.' Review of the provided 3mensio imagery showed presence of calcification and rca stent within the patient's landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Similarly, the pre-existing stent may have contributed to additional stress on the balloon, potentially contributing to the burst. The altered balloon profile could have made it more susceptible to catch onto the distal end of the sheath, which may have led to the experienced retrieval difficulty. Additional pull force or excessive device manipulation could have been applied to overcome the withdrawal difficulty, which may have led to the reported separation. Additionally, it was reported that 'the balloon tip and nosecone became lodged in the femoral artery after exiting the expandable portion of the sheath,' and that the associated sheath 'was split in two separate spots.' If the delivery system was getting caught on the damaged sheath, it could have caused further resistance. As such, available information suggests that patient factors (calcification and interaction with pre-existing stent) likely contributed to the balloon burst and procedural factors (withdrawal of burst balloon) likely contributed to the withdrawal difficulty, while procedural factors (high withdrawal force, damaged sheath, and device manipulation) likely contributed to the distal tip and balloon separations. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, an edwards sapien 3 ultra valve (26 mm) was successfully implanted in the native tri-leaflet aortic position. The patient was an (B)(6) year-old male who remained in stable condition at the end of the procedure. During deployment, at approximately 95% balloon inflation, the inflation balloon ruptured. The rupture was likely caused by interaction with an existing right coronary artery (rca) stent located in the sinus of valsalva (sov). Blood was observed in the syringe following the rupture. Despite the balloon failure, the valve was fully deployed in the intended position. Following the rupture, withdrawal of the delivery system was difficult at the sheath level. The balloon tip and nosecone became lodged in the femoral artery after exiting the expandable portion of the sheath. A snare was used, and an unplanned surgical cutdown was required to remove the delivery system and sheath. The femoral artery required surgical repair. Device inspection revealed that the esheath was split in two separate spots, with holes noted in the distal and proximal expandable portions. Liner delamination was observed in the partially expandable (white) portion of the sheath. No other edwards devices were reported as damaged. There was no leakage observed in the delivery system, and no extra volume was added to the balloon prior to inflation. The delivery system was completely unflex during withdrawal, and coaxial alignment was maintained. The following devices that are available for return are the delivery system, balloon catheter, and the esheath. The perceived root cause of the event was the balloon rupture due to contact with the rca stent in the sinus of valsalva, which subsequently led to withdrawal difficulties and sheath damage.

Manufacturer narrative:
This is 2 of 2 reports. Investigation is ongoing.